Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding a patient who was receiving baclofen (2000 mcg/ml at 695.2 mcg/day) via implantable infusion pump. It was reported that the patient came in for a refill on (B)(6) 2021 and noted that a motor stall occurred on (B)(6) 2021. The hcp stated that there was no alarm and the patient had no therapy issues. The hcp stated that the did have an MRI on (B)(6) 2021 and did not have the pump status checked post MRI. Technical services had the hcp re-check the pump status and logs which showed a motor stall recovery at the same time the pump was interrogated on (B)(6) 2021. No symptoms/patient complications were reported.